Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that an unknown rod broke between left l4 and l5 post-operatively. As a result, the iliac screw and offset connector on the right side of the head were displaced, causing pain. Revision surgery was performed. This report represents the rod.

Event description:
It was reported that an unknown rod broke between left l4 and l5 post-operatively. As a result, the iliac screw and offset connector on the right side of the head were displaced, causing pain. Revision surgery was performed. This report represents the rod.

Manufacturer narrative:
Corrected data: g.1. Manufacturing site for devices has been corrected from 'stryker spine- us' to 'spine (ortho cork)'. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Xia instructions for use: the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. Patients who smoke have been shown to have an increased incidence of non-unions. Surgeons must advise patients of this fact and warn of the potential consequences. Adverse effects: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Bending, disassembly or fracture of any or all implant components. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred. Delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. There is not enough information provided to determine a root cause. Possible root causes from the risk table include: excessive patient post-op activities beyond surgeon recommendation patient non-fusion. Surgeon applying too much torque to tighten the blockers. Poor fixation construct. Device used beyond intended use. Improper screw hole prep. Improper screw insertion. Improper screw insertion. Improper rod contouring (saggital alignment) or too much rod bending leaving residual stress. Poor bone quality. Improper rod stiffness (ti / vitallium). Blocker overtightened in disc space. Screw is too proud. Too much residual stress on rod from tightening / rotating / bending. Blocker undertightened. Not enough rod rotation.